Event description:
Hospital suspected that nurse misprogrammed a pca infusion of fentanyl (? Wrong drug concentration). Patient coded, needed medical intervention (unknown what medical intervention) and is subsequently reported to be fine. Investigation of the event logs found that the overinfusion of fentanyl was caused by a user programming error. The drug was fentanyl 50mcg/ml and the nurse programmed the concentration for 5mcg/ml. Patient received a pca dose of 10 times the ordered amount (20ml).

Manufacturer narrative:
Patient information requested and all available information is included in sections a and b. This report was filed by the manufacturer.